Event description:
It was reported to boston scientific in 2008, that while using a chilli ii catheter, the customer experienced the following: there was a wire sticking out from the tip of the distal catheter.

Manufacturer narrative:
Device is currently being evaluated. Follow-up report will be submitted, once investigation is completed.